Event description:
It was reported that, "knee implant failure. Avon patella femoral and stryker uni compartment. Avon joint ref number, lot g8124 sbpnf. Knee had to be re-replaced. Revision total knee replacement, knee implant came apart. Stryker triathlon and eius uni knee, failure of polyethylene liner in knee had to be replaced, triathlon total knee."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.